Event description:
On 11/21/89 the ipp device was implanted. On 3/28/91 the reservoir was revised. On 8/19/97 the entire device was removed from the pt. And replaced due to fluid loss - left cylinder aneurysm.